Event description:
Follow up reported the surgery was cancelled due to patient illness. It has not been rescheduled yet.

Event description:
It was reported that the patient was not getting adequate coverage per the healthcare professional (hcp). The hcp notified the manufacturing representative on day prior to report that they wanted to add a lead above the existing surgical paddle. The caller noted that the patient did not want the surgical paddle removed. It was unknown if this was new pain as they had the implantable neurostimulator (ins) for ¿a while.¿ additional information received reported that the manufacturing representative had not seen the patient. The hcp stated they would schedule surgery for lead revision and possibly battery replacement. The manufacturing representative did not have a date as of (B)(6) 2013. Follow up reported the patient was scheduled for surgery on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4)product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005-, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0527455v, implanted: (B)(6) 2005, product type: lead. (B)(4).